Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) negative group a strep patient result was obtained from a veritor analyzer. However, the user questioned the analyzer result after visually observing lines on the test cartridge and interpreted the lines as positive for group a strep. No confirmatory or repeat testing were performed. There were no health impact or consequences reported. It should be noted the action of visual interpretation of a test cartridge is considered off-label use of the product.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval- yes, d9. Returned to manufacturer on: 30-jan-2026, h3. Device eval by manufacturer- yes. Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number 5149611. The customer reported that they are receiving negative results on the analyzer, but are seeing positive lines on the cartridge for 3 patient samples. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. Photos and return samples were received. There were several photos received, showing kit box information and used test cartridges. From the photo provided showing the test cartridge, it displays a faint test line. However, it is advised that veritor tests are not meant to be determined visually, and that the analyzer is required to interpret the results. The return samples were tested and results were passing and acceptable. The reported issue was unable to be confirmed. Quality will continue to monitor for trends with discrepant results. There were no corrective actions taken at this time.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) negative group a strep patient result was obtained from a veritor analyzer. However, the user questioned the analyzer result after visually observing lines on the test cartridge and interpreted the lines as positive for group a strep. No confirmatory or repeat testing were performed. There were no health impact or consequences reported. It should be noted the action of visual interpretation of a test cartridge is considered off-label use of the product.